Event description:
It was reported that the custom trach had a hole in the cuff right out the package. No patient involvement.

Manufacturer narrative:
No product will be returned for investigation.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The technician confirmed that the device was manufactured by the company. The returned sample was subject to routine leak testing per procedure and was noted to contain a small hole in the pilot balloon. The cuff was unable to be inflated in any capacity, and it was immediately apparent that the tube contained a leakage issue. It's highly probable that this issue would have been detected by the in-process leak testing if it was present prior to the product being packaged, especially given the fact that the cuff was clearly unable to be inflated. The root cause of the reported issue could not be confirmed whether the product issue was caused during the manufacturing process or after it had left the control of the manufacture. This issue and the results of this investigation were communicated to the relevant manufacturing personnel to raise awareness of this issue. Causal factor could not be defined with confidence. Complaint information will continue to be monitored. Product was accepted based on meeting specification requirements. If any nonconformance's are found in process, the product was isolated, non-conformed and immediate action is taken to perform corrections. Inspections and tests are conducted by trained operators through 100% screening inspection before shipment. The manufacture regularly analyzes this feedback for potential trends, which may lead to additional corrections or corrective actions.